Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient received inappropriate shock therapy due to atrial fibrillation with rapid ventricular response and received antitachycardia pacing therapy once the rhythm incorrectly fell into the ventricular tachycardia zone. The patient was asymptomatic. Programming changes were made. The patient condition is stable. The patient will be monitored normally.